Manufacturer narrative:
Findings: unit received with intermittent blank display. After disconnecting the electronic stack and reconnecting the electronic stack, unit power up properly. Problem isolated to electronic assembly. Unable to confirm missing segments or partial display due to blank display. Unable to perform displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube thread.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The caller states that there are black circles on the screen and that the act button does not respond. The customer sent the product back for analysis.